Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture (B)(4).

Event description:
It was reported that a (B)(6) year old hispanic female patient, who underwent primary breast augmentation with two 455cc mentor memorygel breast implants, suffered bilateral encapsulation, pain on sides, not being able to fully stretch arms, cannot work-out because it is painful and cannot sleep on the side. The capsular contracture were baker grade ii bilaterally. As a result, the patient underwent bilateral removal and replacement on (B)(6) 2020 with the following devices: (left) 450cc mentor memorygel breast implant catalog: 3504504bc lot: 7614516 sn: (B)(4) and (right) 450cc mentor memorygel breast implant catalog: 3504504bc lot: 9410617 sn: (B)(4). This medwatch form is for the right breast prosthesis.